Manufacturer narrative:
The cobas pure e402 analytical unit serial number was (B)(6). The customer uses a 3rd party qc. Calibration and qc on 14-may-2024 were below expectations while qc on 15-may-2024 was acceptable. The alarm trace showed an abnormal aspiration (sample pipetter) alarm on 14-may-2024 and a sample clot detection alarm on 15-may-2024. Both alarms were consistent with a general sample handling issue. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas pure e402 immunoassay analyzer. Initial result: 154 iu/l. The physician performed an echography for the patient and found no pregnancy. Therefore, the physician questioned the initial result as it did not match the echography result and requested a new sample to be drawn and tested. On 15-may-2024: the original sample was repeated resulting in an hcg+b value of 236 iu/l. A new sample was tested resulting in an hcg+b value of <0.200 iu/l. The hcg+b result of <0.200 iu/l was deemed to be correct as it matched the echography.

Manufacturer narrative:
According to the customer, the possibility of sample contamination or mix-up was excluded. The provided pre-analytical data did not show any abnormality. The original sample was at room temperature before it was initially tested and stored at 4 degrees before it was repeated. A general reagent problem can be excluded because most of the qc was within expectation. The investigation did not identify a product problem. The product performs within specifications. The cause of the event was consistent with a sample mix-up or contamination because the original sample was positive in the hcg card test. The possibility of abortion was excluded.